Event description:
Event description boston scientific crm received information that the insulation of this left ventricular lead was suspected to have been breached and/or that the lead may have been fractured. During a revision procedure, the lead was explanted and another model was successfully placed.